Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's international service technician reported an occurrence of vent inop due to a data acquisition pcb adc reference failure. There was no patient involvement.